Event description:
Device malfunction: incomplete deflation, balloon detachment. Time of device malfunction: during the procedure. Symptoms/ae: detached balloon removed using snare. It was reported that during an interventional abdominal aortic graft procedure, after post dilatation, it was noticed that the balloon would not completely deflate. The shaft of the balloon had detached approx 5 inches from the proximal marker to the distal tip and remained in the pt. The detached piece was removed using a snare device. The amount of pressure used during balloon inflation was unk. There was no adverse pt sequelae . Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.